Manufacturer narrative:
Mfg site eval: samples received: 1 open racepack. There is no previous complaint of this code batch. There are no units in OEM stock. Received one open sample with the needle detached from the thread and the thread is still wound on the pack. Without samples, complete investigation can not be completed. Reviewed the batch mfg record, this product had a normal process and the results during the process fulfilled OEM requirements. The complaint is justified for isolated detached needle, but the conclusion is not corresponding according to the results of the in process control when this batch was manufactured. Final conclusion: the complaint is not corresponding (not justified). Actions on product: not applicable.

Event description:
Country of complaint: (B)(6). Thread detached from needle.